Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient alleged injury. Bilateral hernia repair ((B)(4)opened to capture left hernia repair); the patient was extubated and transferred to the recovery room without any difficulty. The estimated blood loss for the procedure was minimal. There were no intraoperative complications reported per the anesthesiology service.

Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.